Manufacturer narrative:
The insulin pump passed the self test, the reset error test and the displacement test. No unexpected reset error alarm was noted. The insulin pump was received with multiple alarms in the history screen due to corrupted history file. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of not being able to program newly replaced insulin pump. Alarm history revealed that customer received excessive signal too low alarms, a spanish software anomaly alarm and an unexpected restart alarm. Customer was advised that insulin pump would need to be replaced.